Event description:
A 20ml sterile covidien monoject syringe (lot number: 633423x1) was found by one of our pharmacy technicians to have a black mold-like substance growing underneath the cap/at the end of the syringe plunger. The syringe was found with the mold after being removed directly from the manufacturer's supplied box. The syringe was then separated from other stock and placed in a bag for evaluation.